Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high blood sugar, ketones and nausea. The patient reports being unsure of the cannula was properly inserted at the pod infusion site (leg). The patients parent had administered a manual shot of insulin and applied a new pod prior to going to the hospital. Once at the hospital the patient had blood work as well as a flu test and their oxygen level was checked. The patient was diagnosed with high blood sugars and a virus. The patient was at the hospital for a few hours.